Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had drive support compartment side has been detached from its place. Customer's blood glucose level was 208 mg/dl. Customer was advised to stop using the pump and revert to backup plan. The insulin pump will not be returned for analysis.